Event description:
Infected left breast. Per operative report; "the pt presented to my office with a swollen and prominent left tissue expander. As such, the probability of an infected left breast implant was discussed and the need for explantation was discussed. Given our previous discussions about the pt's reluctance to proceed with further reconstruction, the pt requested that the right implant also be removed." The right expander was not infected. (B) (4), (B) (4).